Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient connected to an aisys cs2 desaturated to 20%. The ventilator was replaced and case completed. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The customer confirmed through follow-up communication that the patients saturation did not fall below 98%, and therefore, there was no patient injury. Inspection by a ge field engineer found no source of malfunction or error and device log review identified no errors. Based on the available information, there was no device malfunction and the device did not cause or contribute to an injury.